Manufacturer narrative:
Product complaint # (B)(4). Only known information is that the patient was operated on last year. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: is the lot number of the device available? What were the indications for surgery? What specific surgical procedure was performed? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed when inspecting the donuts? Was a leak test performed? If so, what was the result? How many days postoperative did the fistula occur? How was the fistula identified? How as the fistula addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What is the current status of the patient? Response: product cdh33a - lot r40a5l. According to surgeon information, the patient is still being analyzed, with possible risk of reoperation. The problem reported by dr, was seen only in the postoperative. As previously reported, the patient had fistula. Sales rep is following the case and will send updates.

Event description:
Per a conversation with the doctor at his clinic, it was reported that following an unknown procedure, a cdh33 circular stapler had been used and the patient had a fistula.